Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) grommet (set screw hole) became stripped during tightening of the set screw. The set screw was tight and there were good testing values so the device remains in use. No patient complications have been reported as a result of this event.